Manufacturer narrative:
Continuation of d10: product ID 977d160. Serial# (B)(6): product type screening device product ID 977d160. Serial# (B)(6): product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that he patient was intubated and has been in the ICU. As of yesterday, the patient had breathing tube removed and is doing better per the physician. The patient is on IV antibiotics. The lead was removed by the physician. The lead was not kept to be sent for analysis.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 977d160 (serial: unknown); product type: 0215-screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who had started a trial using percutaneous leads for spinal cord stimulation developed sepsis, excessive bleeding from the incision site, fever, and vomiting. The patient was admitted to the hospital and subsequently to the intensive care unit for sepsis. Scar tissue in the spinal space prevented the use of a surgical lead, so percutaneous leads were placed in the laminectomy space instead. The trial lead and system were removed during hospitalization. The patient was treated for sepsis with hospital admission and ICU care.